Event description:
It was reported that when using the bd vacutainer® push button blood collection set, holes were observed in the tubing of an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, holes were observed in the tubing of an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received photos for investigation, and evaluation of the 13 attached images shows evidence of damaged tubing. Additionally, visual inspection of 10 retained samples did not reveal any damaged tubing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.